Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 119mg/dl (meter), 173mg/dl (lab). Tests were done with less than 10 minutes with a difference of 23%. Patient did not experience any advese events. No further information has been reported. Note: in the potential medical tab it was documented that, "after the nurse drew the blood sample from the arm for the lab test, the nurse dropped a sample on the pt's meter."